Event description:
It was reported to philips that there was an issue with the xr output where ref #1 would not display. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
An onsite service request was created, and a quote was provided. The client declined remote support.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).